Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device uses water fast. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Corrected information: box b: adverse event or product problem describe event or problem: the manufacturer became aware of an allegation of everflo quiet that the patient alleges that the device uses water fast. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h: device manufacturers (device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - c76126.

Event description:
The manufacturer became aware of an allegation of everflo quiet that the patient alleges that the device uses water fast. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.